Event description:
Electromagnetic interference (emi) events in our MRI control room due to possible use of wireless devices such as smartphones and pc's. See following info regarding devices involved and identifiers. Identifying info for devices (both medical and nonmedical) involved in the event. Software versions (if applicable). Here is the software info, taken from one of the monitors under the biomed menu, revision levels: dcu build 1048, dcu p03, dcufpga 7, dcu radio 2410nf. If the device or system communicates wirelessly, the frequencies involved (e.g wmts: 608-614 mhz; wi-fi: 2.4 ghzn) the 2.402 to 2.482 ghz; modulation type gmsk (wi-fi). Length of time the devices have been used in the facility: less than 2 years. Location (e.g department of the medical devices at the time of the event): MRI control room. Incident description: intermittent loss of signal of pt vital signs waveforms. The behavior of the devices - what they are doing or not doing during the event. Activity occurring at the time of the incident (e.g activating electrosurgical unit). Possible use of wireless devices such as smartphones and pss. Duration of event: several seconds. Frequency of the failure or anomaly (if it's a recurrent event). Results from any emi testing that was performed. Include the test protocol reference source used (e.g ansi c63.18-1997) or indicate that no formal test protocol was used. No formal test protocol was used.